Event description:
Customer alleges a nurse was injured when the left hand intermediate siderail fell. The complaint indicated the nurse attempted to latch the left intermediated siderail, however the siderail fell striking nurse which caused them to fall to the floor. They injured themselves in the fall. No other info was given regarding the injury.